Event description:
Customer reported two blood leaks on the CT 190g dialyzer. Both dialyzers were on use 13, when the blood leaks occurred in 2001. The blood leaks were visually observed and noted by a blood leak alarm. Blood leaks were confirmed by positive hemastix results. The pt's blood loss was approx 250cc-300cc. New blood lines and new dialyzers were set-up, and the treatments continued without further incident. No medical intervention or pt injury was reported by the customer.